Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm calibration error. Customer's blood glucose at time of incident was 100 mg/dl. The customer was advised that unable to verify the alert in the pump's history due to past events. Customer was advised to return used sensor and will be replaced. The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The blood glucose value is 130 mg/dl. The current sensor glucose value is 50. The customer was advised that the sensors are expired which we explained can be a part of the problem. The customer was advised not to wear expired sensors. The customer was advised sensor will be return and replaced.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor performed the continuity resistance test and the sensor failed per specifications.